Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Charger, other/defective. Controller/joystick/options, no power. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for sparking or the charger getting hot to the touch. The joystick did have a failure of c45 on the pcb and this might have been what was perceived as sparking. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The provider states when the charger was plugged into the joystick, the joystick sparked and now has a burnt smell.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states when the charger was plugged into the joystick, the joystick sparked and now has a burnt smell.